Manufacturer narrative:
This malfunction was first reported to FDA by the customer via medwatch (B)(4). The failed device will be returned to vygon for evaluation and complaint investigation. The results of this investigation are still pending,and will be communicated to FDA within 30 days of its conclusion.

Event description:
PICC (peripherally inserted central catheter) dressing needed to be changed due to side of dressing lifted. Underneath dressing found to be leaking of tpn (total parenteral nutrition) and lipids through pinhole opening just below the butterfly wings.